Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone. There was no pt harm reported.

Manufacturer narrative:
The customer has opted to not return the unit in for evaluation. If any additional info is made available, a supplemental report will be submitted.